Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the hospital following a syncopal episode. Pulse generator interrogation found that battery information was unavailable aside from the elective replacement activator. The device was successfully explanted.